Event description:
I saw dr (B)(6), for an eye exam and contact refill for acuvue oasys for astigmatism on (B)(6) 2013. My prescription had not changed from a previous prescription given to me by (B)(6). Dr (B)(6) asked if I ever had problems with the acuvue oasys for astigmatism, to which I replied no and that I've been using them without issue for over five years. Dr (B)(6) prescribed me a new batch of these contacts, lot b00fsjw0gm. Shortly after wearing a new set, I suffered severe eye irritation. Tearing, redness, swelling, photosensitivity, all of which made seeing difficult. I called dr (B)(6). He referred me to dr (B)(6). I ended up seeing dr (B)(6), another doctor in that practice, on (B)(6) 2013. He looked at my eyes and deemed the problem an infection. I had brought my contacts, but he said he did not need to look at them. After using the vigomax drops he prescribed for a week and using only my glasses the irritation went away. I went back on (B)(6) 2013 for a follow-up. Dr (B)(6) said my eyes were fine and I could go back to wearing my contacts. I began using my contacts and the same extreme eye irritation came back immediately. I scheduled another appointment but canceled after I did some research - I've used this brand of contacts for years without problem. My research turned up the article from advanced ocular care (B)(6). It seems like the combination of alcon opti-free replenish solution and the acuvue oasys for astigmatism is known to cause the very irritation problems from which I was suffering. I usually don't use opti-fresh, but had bought some around the time of getting my contacts - lot 196294f. After wearing my glasses for a few days and letting the second bout of eye irritation calm down, I opened a fresh pair of contacts and used renu solution. The eye irritation has not come back.